Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument allegedly would not seal an unspecified vessel. There is no indication, however, that a patient injury occurred.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument was not sealing an unspecified vessel. There was no allegation that a patient injury occurred or that any instrument fragments fell inside the patient.